Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. Physician's comment was when delivery was performed into the lesion part and inflation was performed, the pressure did not increase, so the balloon might have been damaged during delivery. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.